Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there were no low bg levels recorded on (B)(6) 2016 in the pump logs. User has a t:slim g4, but does not utilize the cgm option. There were no erratic basal rate adjustments made on (B)(6) 2016. There was only one bolus request made on (B)(6) 2016. User did not enter current bg level when requesting bolus. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. There is no evidence of a pump failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing a low blood glucose (bg) level of 50 (mg/dl). Food and drinks were consumed prior to hospitalization to address bg level. While hospitalized, food was consumed and bg level monitored. The customer subsequently experienced an elevated bg level of 312 (mg/dl) due to treating their low bg levels. A pump bolus was delivered to address elevated bg level. A review of the pump history showed the customer delivered a 9.33 unit food bolus for 140 grams the day the event occurred. The customer acknowledged.